Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date ; explant d ate select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during deployment of the transcatheter aortic valve evfxplus-26 by the physician, upon height assessment, the valve was found to be positioned higher than the desired level. During an attempt to recapture the valve, it was unintentionally fully released (the capsule opened above the level of the paddle pockets) in an undesired position and dislodged. Using snare wires, the valve was pulled into the ascending aorta, and a new valve was implanted. No patient complications have been reported as a result of this event.